Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined.

Event description:
It was reported that a patient had a connection issue during peritoneal dialysis (pd) therapy. It was reported that the home patient (hp) needed to end therapy due to the supply bag dropped and came undone during dwell 4 of 4 on the home choice (hc). The technical service representative (tsr) helped the hp to end therapy in dwell 4 of 4. The hp would drain with a manual bag in the morning. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.